Event description:
It was reported that several infusion set connectors from one box could not be attached to the ilet, and the healthcare professional observed the issue and confirmed it was not due to user error; the affected connectors were identified as lot 33420 and replacement supplies were shipped. Symptoms included no reported adverse clinical effects or glycemic symptoms. Outcomes included no alerts or alarms and no impact to blood glucose control because connectors from another box were used successfully. Investigation included review of the complaint details and replacement of the reported supplies. Investigation of this case revealed a failure to connect at the connector interface on a subset of components from the reported lot. It was concluded that the event involved a device component failure related to the connector not attaching, with no patient harm reported.